Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer final investigation. 1. As stated previously the reported event was confirmed during the evaluation step of the complaint process. 2. In addition, an investigation was performed by the legal manufacturer based off of the information provided. A. A review of the DHR was performed and there were no issues found within the record associated to the reported event. 3. Conclusion: a root cause could not be definitively identified. Based on the results of the investigation and additional information that was provided, the following is the most likely cause to the reported complaint. It was determined that the phenomenon occurred because of an abnormal connection between the endoscope and this product. This most likely caused a buckling of the terminal inside the video connector socket. The most likely sequence of events were as follows; · when the endoscope connector was inserted into video connector socket of the otv-s190, the missing part of the endoscope connector tip was caught on the terminal inside video connector socket of the otv-s190. · the terminal inside the video connector socket of the otv-s190 was advanced all the way and buckled. This was because the endoscope connector was caught on the video connector while it was being advanced.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problems of "will not white balance" and "camera will not show up on the screen" were confirmed. A bent pin inside the video connector was found, causing no image when tested with a ltf-vh scope; white balance could not be achieved since no image was produced. The reported problem of "getting e931 error and e311 error" could not be duplicated.

Event description:
A user facility reported to olympus that the otv-s190 would not white balance and errors e931 and e311 were generated. Additionally, it was reported that the camera would not show up on the screen. There was no patient injury or harm, associated with the problem, reported to olympus.